Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age which was reported as approximately (B)(6). Boston scientific inflation device; 50/50 omnipaque (contrast). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty to inflate was confirmed. The reported difficulty during deflation could not be confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after the patient had an st elevation myocardial infarction (stemi) the target lesion in the mid right coronary artery was direct stented with the xience v stent. There was no tortuosity or calcification in the target lesion. It was noted that it took longer than normal for the xience v stent delivery system (sds) balloon to inflate to nominal pressure with the omnipaque contrast that was diluted 50/50. It took approximately thirty seconds to inflate the xience v sds balloon. The xience v sds balloon was kept inflated for another thirty seconds to deploy the xience v stent. Post deployment, it was noted that it took approximately thirty seconds to deflate the xience v sds balloon. The 50/50 contrast was then removed from the xience v sds and replaced with a more diluted concentration of the omnipaque contrast. The xience v sds balloon was re-inflated a second time above nominal pressure, but it still took thirty seconds to inflate and thirty seconds to deflate the balloon. After the xience v sds balloon was removed from the patient, the remaining contrast was removed from the xience v sds and saline was used to inflate the balloon outside the anatomy. The inflation and deflation time was the same, thirty seconds each, with the saline. The balloon folds looked fine. There was no visible damage to the sds. There were no adverse patient effects. There was no clinically significant delay in the procedure. There was no additional information provided.